Event description:
Her mother tested her blood glucose on the suspect device and it was 215 mg/dl. The pt became incoherent and went into shock. She called the paramedics and they tested her blood glucose and it was 500 mg/dl. She was taken to the hosp and given a saline IV and given insulin. At the hosp the suspect device read 235 mg/dl, the doctors device read high and the lab blood glucose was 760 mg/dl.